Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient stated that they were alerted by their cgm device of a low blood glucose level and the patient's husband gave the patient a piece of candy and a cookie. Patient was then driven to the emergency room, where a nurse checked the patient's blood sugar and administered the patient two 4oz cups of orange juice. Patient further reported that while at the hospital, they experienced cgm inaccuracies compared to bg meter values. Patient inserted sensor in thigh. At the time of contact, patient was doing well.

Manufacturer narrative:
(B)(4).